Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that would cause or contribute to the home patient passing away. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issues were noted that were related to the reported condition. A short simulated therapy was successfully performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of death was unknown. It was not reported if pd therapy was ongoing or if the patient was connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.